Event description:
Metal shavings - blade left metal shaving in joint. Additional information conformed that surgeon irrigated as much of the shedded material out as he could but did not remove all of it, the case continued with a back-up device. Original devices are not being returned unused devices are being returned for evaluation.

Manufacturer narrative:
Unused device was returned. Inner blade does not spin freely within outer blade. The inner blade was observed to have some minor rounding over of the edge form which indicates contact with the outer edge form. This is likely the source of the shedding. The inner blade was evaluated for conformance to dimensional requirements and was found to conform to design. The outer blade was observed to have a total indicated runout in excess of design requirement and further measurement of the outer blade indicated a .004 inch bend at approximately the middle of the blade. This bend in the blade is likely responsible for the misalignment of the inner blade in relation to the outer blade and resulted in the metal to metal contact which lead to the shedding. (B)(4). However, this problem was addressed (B)(4). Device was made prior to this change to the process. (B)(4).